Manufacturer narrative:
The insulin pump was received with faded display, problem isolated to lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that there was discoloration on the insulin pump screen. The customer reported that the screen would fade when buttons pressed. The customer's blood glucose was unknown at the time of incident. The customer performed self test. The customer stated that the screen was fading on one side during self test. The customer stated that the insulin pump was not exposed to extreme temperature. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.